Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pda8, implanted: (B)(6) 2015, product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the device was not working and health care provider determined that it was not working. Patient has experienced a loss or change of therapy. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.